Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The attorney reported via phone call that customer was experienced low blood glucose level due to a syncope event. Customer¿s blood glucose level was 31 mg/dl to 32 mg/dl. The customer did not provide details on symptoms and treatment related to the low blood glucose level episodes. Customer stated that the insulin was over delivered. Customer troubleshoot was not performed for low blood glucose level. The insulin pump will not be returned for analysis.